Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported by the user area that during the process of taking the sample using red-top blood collection and collection tubes, these are uncovered, causing the loss and contamination of the sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported by the user area that during the process of taking the sample using red-top blood collection and collection tubes, these are uncovered, causing the loss and contamination of the sample.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion, the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA #3741863 bd determined the root cause was attributed to the incorrect cleaning practice being used on manufacturing line one (1). The cleaning practice is specific to the type of stopper, which led to excess lubricant being lodged on the stoppers of batch 0287676. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported by the user area that during the process of taking the sample using red-top blood collection and collection tubes, these are uncovered, causing the loss and contamination of the sample.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. This occurred with 18 separate tubes. The following information was provided by the initial reporter. The customer stated: it was reported by the user area that during the process of taking the sample using red-top blood collection and collection tubes, these are uncovered, causing the loss and contamination of the sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: bd received eighteen (18) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was not observed, as the tube in the photo appears to be unused. The customer samples were received on march 18, 2022, but were unable to undergo sample testing as the samples expired on january 1, 2022. Bd does not perform testing on expired samples. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion, the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on the retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#3741863. Bd determined the root cause was attributed to the incorrect cleaning practice being used on manufacturing line one (1). The cleaning practice is specific to the type of stopper, which led to excess lubricant being lodged on the stoppers of batch 0287676. H3 other text : see h.10.

Manufacturer narrative:
Correction: the customer provided additional details. The following has been updated: b.5. Describe event or problem: it was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. This occurred with 18 separate tubes.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. This occurred with 18 separate tubes. The following information was provided by the initial reporter. The customer stated: it was reported by the user area that during the process of taking the sample using red-top blood collection and collection tubes, these are uncovered, causing the loss and contamination of the sample.